Event description:
Health care professional reported that approx 17 months post-implant, the valve was explanted due to hemolysis. There was no signs of perivalvular leak, the pt's annulus tissue appeared normal and the valve was well seated. This valve was replaced with a tissue valve and the native mitral valve was replaced with a tissue valve during the same procedure. The valve was returned for analysis.